Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the ICU (intensive care unit) and having symptoms of bradycardia. The patient had a history of heart disease, so it was thought that the bradycardia was probably not pump related, but the physician wanted to reduce the pump dose by 50% to evaluate the patient. The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information: the patient had a cardiac stent placed and the patient¿s symptoms resolved. The pump was delivering morphine (10 mg/ml) and clonidine (70 mcg/ml). Corrected information: the pump was also delivering clonidine.

Event description:
It was later reported that the bradycardia was not device-related. The patient had a history of non-device related heart issues. That patient received a pacemaker and the issue resolved. It was noted that the patient was on oral medication at the time of the event.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.